Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 18-36-5; delta c-taper head 36mm -5; lot# 50563801; cat# 2030-6530-1; 6.5 cancellous bone screw 30mm; lot# mnre4x; cat# 2030-6535-1; 6.5 cancellous bone screw 35mm; lot# mmld5k; cat# 6051-0935s; secur-fit max 132 hip stem #9; lot# mnkxn4; cat# 502-03-54e; primary tritanium hemi cluster hole cup 54mm; lot# mx8tpt. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned to the manufacturer.

Event description:
It was reported by the patient, he had a right tha done on (B)(6) 2015 and a left tha on (B)(6) 2015. Since he's had his surgeries, patient started to experience quad tightness, pain, his left foot turns in. He experiences pain from his lower back to his knee. He is experiencing cramps, groin pain, outside quad pain. He no longer has the reflex when he trips on something he'll fall. Patient now uses a cane. He is no longer active as he was before his surgeries. Patient would like to know if his implants are part of recall. He would like to know why he is experiencing these symptoms.

Manufacturer narrative:
An event regarding patient factors involving a trident liner was reported. The event was confirmed based on medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: the patient has bilateral lower extremity pain that could not be related to the implants by the evaluating clinicians. The patient was labelled with multiple pain and neurologic syndromes. There was no obvious relation of the pain to the thas. The patient was inquiring as to whether his implants were recalled, confirming via the implant labels may allay this concern. Product history review: review of the device history records indicate 32 devices were manufactured and accepted into final stock on 04 february 2015 with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. None of the devices were involved in a recall. Conclusions: it was reported that patient is suffering from pain. The event was confirmed based on medical review. A review of the provided medical records and x-rays by a clinical consultant indicated: the patient has bilateral lower extremity pain that could not be related to the implants by the evaluating clinicians. The patient was labelled with multiple pain and neurologic syndromes. There was no obvious relation of the pain to the thas. The patient was inquiring as to whether his implants were recalled, confirming via the implant labels may allay this concern. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device are needed to complete the investigation for determining root cause. None of the devices were involved in a recall. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the patient, he had a right tha done on (B)(6) 2015 and a left tha on (B)(6) 2015. Since he's had his surgeries, patient started to experience quad tightness, pain, his left foot turns in. He experiences pain from his lower back to his knee. He is experiencing cramps, groin pain, outside quad pain. He no longer has the reflex when he trips on something he'll fall. Patient now uses a cane. He is no longer active as he was before his surgeries. Patient would like to know if his implants are part of recall. He would like to know why he is experiencing these symptoms.